Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. An analysis of the customer provided image shows the device and the tip is missing. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include rough handling or excessive force to the device no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, after making the proper hole with the spadetip drill, the healicoil knotless suture anchor's distal tip broke during deployment. The broken tip was removed using a grasper. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.